Event description:
Patient with history of prostate cancer and erectile dysfunction was taken to surgery to replace a nonfunctioning inflatable penile prosthesis. Surgeon stated "it has never really worked and is not working currently despite multiple attempts. Surgery was completed with no complications and an unremarkable post-op course. Patient was discharged the day after surgery in good condition. Inflatable penile prosthesis had been implanted approximately 6 months ago by another surgeon. The original prosthesis was identified and included these parts: kit access penile prosthesis 700, reservoir conceal flat 100 ml, extender rear tip penile spectra 2 cm, prosthesis penile penoscrotal 15 cm, extender rear tip cone 12 x 14 mm x 1 cm, and extender rear tip cone 12 x 14 mm x 1.5 cm.